Event description:
Reviewed the surgeon's database report, which indicates that the original surgery posed some difficulty with the canal reaming and nail placement. The report further indicates that the original surgery was done at another location by another surgeon. Patient x-rays show a non-union in the pre-op as an indication for the exchange nail procedure. Post-op x-rays show a very good result for the patient. No indication of product defect. Cause: non-union of fracture site.